Manufacturer narrative:
The meter's serial number is (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable inr result for 1 patient with a coaguchek inrange meter compared to a laboratory result using an unknown method. The meter result was 2.6 inr the laboratory result was 1.8 inr. The results were obtained at the same time. Another meter result of 2.2 inr from the same day was provided, but the time the result was obtained was not provided. The patient¿s therapeutic range was initially 2.0-3.0 inr, but it was recently changed to 2.5-3.0 inr.